Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump exhibited fiber optic issues, and the placement signal did not display any metrics. The device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned. The logs were checked and there were no issues found. The root cause of the optical signal issue is most likely a damaged fiber line during transition from the first console to the second. The location of the damage is unknown as product was not returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.